Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose level at the time of the incident was 780 mg/dl and the current blood glucose was 125mg/dl. The patient experienced the following symptoms in relation to the high blood glucose: vomiting, nausea, difficulty in breathing. The patient was hospitalized for two days. The issue occurred with 7 sets. No further information available.